Event description:
Customer reports 3 incidents of blood leaks between 01/01 and 02/01. Incidents occurred on reuse numbers 0 to 5 during treatment. Noted by blood leak alarms and visible blood in the dialysate. Estimated blood loss was 250cc's per incident. Treatment was able to be continued with new dialyzers and new bloodlines without incident. No pt injury or medical intervention reported.

Event description:
Customer reports two incidents of blood leaks in the middle of treatment on use #7 and a new dialyzer which was pre-processed. Noted by blood leak alarms and confirmed with hemastix. Treatment was resumed with the pre-processed dialyzer and a second blood leak occurred. Treatment was continued with a new dialyzer and new bloodlines without incident. Estimated blood loss was 200 cc's for each incident. No patient injury or medical intervention reported.